Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) stated it was confirmed the patient ins was at eos. The rep stated that since it read eos, they had no chance to interrogate the ins to check programs or lead to test impedance. So they cannot determine if this was a device issue or normal depletion. The patient is trying to find a physician that will perform his battery change and possible lead change that accepts his insurance. The device has not been replaced yet. Additional information reported on (B)(6) 2019 indicated that patient called back stating that because the ins battery is dead, he is experiencing a return in symptoms. The patient explained that he is having to self-catheterize himself and he is now "swollen down there". The patient stated that he thought he had an infection, due to the ins being dead and he thought the ins was leaking in his system, that he is taking antibiotics to help with (the pt noted he had taken anti-biotics before that have helped him). The patient noted that he wasn't sure if the anti-biotics now were helping. The patient confirmed he has the ins for bladder control problems that started 21 years ago, and he is unsuccessful with finding a physician to replace the battery of the ins.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported the ins batteries were dead and they had just been implanted in (B)(6) of 2017. The patient reported they went to their healthcare provider and they couldn't get into the thing. The patient went back a week later and a manufacturer representative confirmed the battery was dead. The patient reviewed how their current ins was a different model number/size from the initial ins and compared longevity. They were redirected to their healthcare provider to see whether this was normal service life or not. No patient symptoms were reported. No further complications were reported or anticipated.